Event description:
The nl950-p catheter was implanted on a pt. The neuro sales manager was called to the unit to evaluate the report of the catheter fell apart of the fiberoptic receptacle that plugs into the cable. At first the nurses caring for the pt thought the catheter may have been pulled out. The readings were fine at first. An error message was observed and the catheter was visualized to be handing freely from the pt with the fiberoptic receptacle still attached to the cable. The catheter was placed on a pt who was intubated and unconscious. Neither the pt nor the equipment had been moved in two days. The catheter had been in lace for 4.5 days. The parenchymal pressure and the external drainage transducer were showing a difference of 10mmhg. The catheter was discontinued and the monitoring was conducted via the external transducer. When the neurosales manager arrived at the hospital catheter's fiberoptic connection was still attached to the pt cable and the exposed wires were hanging loose. The catheter ID tag was still intact and connected, and the icp catheter was still in the licox bolt and had not been moved from its original placement. The nurses were questioned whether there was a possibility that the catheter may have been caught on the bedrail and they said no, that it just spontaneously disconnected.